Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review revealed no issues that could have caused or contributed to the issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the iipv was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 10:56:19. During night drain cycle one, the patient's ultrafiltration reading was 1609ml, indicating the home patient drained 1609ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.